Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime/compromised force sensor system test due to faulty fsr (gold). Unit alarmed motor error during rewind after prime/compromised force sensor system test, problem was isolated to the motor assembly. Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose levels of 800 mg/dl on (B)(6) 2018 afternoon. The customer reported that he had been high for a few days before. The customer reported that he passed out and had a seizure. The customer stated that the ambulance came and took him to the hospital. The customer was treated with insulin drip. The customer reported that the insulin pump received motor error alarm. It was reported that the customer tried to deliver the fifteen units but nothing came out. Troubleshooting was performed. The customer stated that the drive support cap was normal. It was reported that the customer was unable to complete the rewind process. The customer was advised to disconnect from the insulin pump and revert to back up plan. The insulin pump is expected to return for analysis.